Event description:
New information received notes that the device was reprogrammed to address the post-paced t-wave oversensing. However, episodes of post-paced t-wave oversensing later recurred. The patient was asymptomatic. Additional programming changes were recommended and the device remains implanted.

Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were recommended. No further information is available.